Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08995. It was reported that the patient presented to the hospital on (B)(6) 2019 for a high-risk lead extraction procedure. Upon interrogation of the device, inappropriate auto mode switch on (B)(6) 2019 due to noise on the right atrial lead and inappropriate shock on (B)(6) 2019 due to noise on the right ventricular lead was noted. The leads were explanted and replaced on (B)(6) 2019 without complication. There were no patient consequences.

Manufacturer narrative:
The reported events of noise, inappropriate shock and oversensing were confirmed. A partial lead was returned for analysis in 2 segments. On connector portion a, an external insulation abrasion was noted at 7.5-8.0 cm from the connector consistent with lead friction to the ICD can. The ptfe liner was intact at this location. On the distal portion b, external insulation abrasions breaching the optim sheath were noted at 44.6 ¿ 45.2 cm and at 45.5 - 46.2 cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. In addition, the re etfe cable coatings were abraded and were noted at 15.7 ¿ 16.2 cm and at 26.0 ¿ 27.7 cm from the distal tip. The rv cables etfe coating were abraded and were noted at 9.8 ¿ 10.0 cm from the distal tip.